Event description:
During an embolization procedure, an orbit coil failed to detach. The physician used six coils during the same procedure with one not detaching.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.